Manufacturer narrative:
Findings: first occurrence-monitor field performance. The technician replaced the brake and brake/steer casters, and the base weldment, and then moved the device to an area where it will not be used for transport, which resolved the issue, so that the unintentional movement is minimized. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that while using the device to transport a patient, the device had unintentional movement to the right, while pushing it down the hallway, causing a nurse to hurt her back. The injury was minor, and no other information was provided.